Manufacturer narrative:
Unit alarmed motor error during the rewind due to corroded motor home switch. Unit received with intermittent buttons due to corroded keypad traces. No moisture traces noted at electronic or reservoir tube. No blank display noted.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was not rewinding. The insulin pump alarmed motor error. Customer's blood glucose level was 438 mg/dl. She treated her blood glucose level with shots. The customer was off the insulin pump for three hours. The customer removed the reservoir from the insulin pump and there was fluid inside the reservoir compartment. The display went blank immediately after insulin pump exposure to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.